Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital due to a bad fall. It was also reported that the insulin pump was alarming no delivery. The no delivery alarm was cleared and then a low reservoir alarm occurred. Customer's spouse was unable to troubleshoot at the time. Blood glucose value is unknown. Nothing further reported.